Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use: reprocessing manual, chapter 5 reprocessing the endoscope (and related reprocessing accessories) and chapter 6 reprocessing the accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope was reprocessed incorrectly: with a water filter in overused condition. This occurred during reprocessing. There were no reports of patient involvement.